Manufacturer narrative:
Product ID: a810, product type: software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump. It was reported that they were unable to complete an update twice and were getting alert 338. The technical service (ts) recommended restarting application and clicking on the "close all option." The company representative (rep) also decided to restart the tablet. The rep had continued with an older ct900 e tablet. The rep will call back for mobility if this issue is not resolved on the tablet.